Event description:
The patient was implanted with an scs system. The patient reported that the ipg turned off by itself twice unexpectedly and the patient had trouble turning it back on. Eventually, the patient was unable to communicate with the patient programmer or the charger. The device was explanted and at the explant surgery, the territory manager was unable to communicate with the ipg either.

Manufacturer narrative:
Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.